Event description:
It was reported that the patient presented to the clinic after receiving a vibratory alert. Interrogation of the device showed that the device had reached eri, 2 years post-implant. It was noted that the patient has not had any shocks, but has had a few atp therapies. The battery is at end of service and has an extended charge time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The field experience of premature battery depletion was verified. When tested with another battery, the device functioned normally. Testing detected no anomalies and the device met all specificaitons. The original battery was sent to the vendor for further analysis, however, no anomaly was found. The cause of the battery depletion was undetermined.